Event description:
Case description: investigation result: product name: novopen 4 batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Product name: actrapid penfill batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Product name: mixtard penfill batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission case updated with the following information: investigation result updated. B c d and g codes updated. Narrative updated accordingly. Final manufacturer's comment: 22-feb-2022: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available in spite of repeated efforts to obtain the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of diabetes mellitus is a confounding factor for the development of hyperglycaemia and its complications. H3 continued: evaluation summary- investigation result: product name: novopen® 4 batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). The dose injector was stiff (piston rod) [device mechanical issue]. The dose injector was stiff so insulin didn't enter the patient's body [device failure]. Ketoacidosis (diabetes mellitus) [diabetic ketoacidosis]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index (bmi) were not reported. This serious solicited report from egypt was reported by a consumer as "the dose injector was stiff (piston rod)(device mechanical jam)" with an unspecified onset date , "the dose injector was stiff so insulin didn't enter the patient's body(device failure)" with an unspecified onset date , "ketoacidosis (diabetes mellitus)(diabetic ketoacidosis)" with an unspecified onset date and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , actrapid penfill (insulin human) solution for injection, 100 iu/ml (dose, frequency & route used-10 iu, qd, unknown) from unknown start date and ongoing for "diabetes mellitus", mixtard penfill (insulin human) (dose, frequency & route used-70 iu, qd (40 iu + 30 iu), unknown) from unknown start date for "diabetes mellitus", current condition: diabetes mellitus(type and duration not reported). Concomitant medications included - neurovite(ascorbic acid, tocopherol). On unknown date, dose injector of novopen was stiff (piston rod) and insulin didn't enter the patient's body led to high blood glucose high as it exceeded 500(units not reported). On unknown date, patient suffered from ketoacidosis and admitted to the hospital. Batch numbers: novopen 4: requested. Actrapid penfill: requested; mixtard penfill: requested; action taken to actrapid penfill was not reported. Action taken to mixtard penfill was not reported. The outcome for the event "the dose injector was stiff (piston rod)(device mechanical jam)" was not reported. The outcome for the event "the dose injector was stiff so insulin didn't enter the patient's body(device failure)" was not reported. The outcome for the event "ketoacidosis (diabetes mellitus)(diabetic ketoacidosis)" was not reported. Reporter's causality (novopen 4) - the dose injector was stiff (piston rod)(device mechanical jam) : unknown. The dose injector was stiff so insulin didn't enter the patient's body(device failure): unknown. Ketoacidosis (diabetes mellitus)(diabetic ketoacidosis): probable. Company's causality (novopen 4): the dose injector was stiff (piston rod)(device mechanical jam): possible. The dose injector was stiff so insulin didn't enter the patient's body(device failure) : possible. Ketoacidosis (diabetes mellitus)(diabetic ketoacidosis): possible. Reporter's causality (actrapid penfill). The dose injector was stiff (piston rod)(device mechanical jam): unknown. The dose injector was stiff so insulin didn't enter the patient's body(device failure): unknown. Ketoacidosis (diabetes mellitus)(diabetic ketoacidosis): unlikely. Company's causality (actrapid penfill). The dose injector was stiff (piston rod)(device mechanical jam): possible. The dose injector was stiff so insulin didn't enter the patient's body(device failure): possible. Ketoacidosis (diabetes mellitus)(diabetic ketoacidosis): unlikely. Reporter's causality (mixtard penfill): the dose injector was stiff (piston rod)(device mechanical jam): unknown. The dose injector was stiff so insulin didn't enter the patient's body(device failure): unknown. Ketoacidosis (diabetes mellitus)(diabetic ketoacidosis): unlikely. Company's causality (mixtard penfill): the dose injector was stiff (piston rod)(device mechanical jam): possible. The dose injector was stiff so insulin didn't enter the patient's body(device failure): possible. Ketoacidosis (diabetes mellitus)(diabetic ketoacidosis): unlikely.